Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. Evaluation codes: method: manufacturing process, complaint history review and device history record (DHR) review. Results: the manufacturing process, for product #780-24, was reviewed and no findings that can potentially relate to the reported issue were found. The work instructions state to verify every circuit by leak test. A device history record review for the reported lot number was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device history record shows that the product was assembled and inspected according to the specifications. Conclusions: a CPAP request (B)(4) was issued on 08/2010 for (B)(4) to document the changes requested in order to reduce leaks and disconnections. A f/u report will be submitted if additional information is rec'd for this issue.

Event description:
The event is reported as: the circuit failed the leak test during a standard leak test. No pt injury reported.